Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the cadiere forceps instrument moved in the opposite direction of the surgeon's commands. The procedure was completed with no reports of patient injury.